Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that patient was charging twice a day and indicated it usually takes 1 hour to charge but sometimes it's taking longer. Patient reported once or twice a week it takes 2 hours. No symptoms reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported there was no change in therapy and they were unsure if the charger cord/antenna was failing. On the controller, adaptivestim was reportedly not working correctly. When they turned to 'on', the power increased and decreased a lot every few minutes when lying down. Patient reported they still charge 2x/day still after receiving the new charging cord/antenna (B)(4). It reportedly takes 60-90 minutes to charge the implant each time/session. The patient reported the issue was and was not resolved. No further complications reported/anticipated.